Event description:
Report received of an independent rate change. The pump was programmed to deliver an unspecified concentration and volume of magnesium sulfate at a rate of 150ml/hr and the infusion was started. No further progtamming parameters were provided. At an unspecified time, the nurse stopped the infusion and powered the pump off. Approximately 15 minutes later, the nurse returned to the room to restart the magnesium infusion. After the control knob was turned to the run position, the nurse noted that the rate had changed from the intended 150ml/hr to 50ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.